Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase level was trending upward. No other unusual events noted. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level could not conclusively be established through this evaluation. The submitted system controller log file appeared to show the system operating as intended. Pump parameters appeared stable and no atypical alarms were captured throughout the log file. The pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.